Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the clip from the valve and the tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted successfully. To further reduce mr, a second clip was advanced to the mitral valve; however, the clip got entangled in chordae. The clip was removed, but leaflet damage was suspected as there was an increase in the lateral jet. The clip was placed in the lateral commissure and mr was reduced to <1. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (leaflet damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be due to the user technique/procedural circumstances due to chordae entanglement. The reported leaflet damage appears to be a result of procedural conditions of difficulty removing the clip delivery system (cds) from the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.